Event description:
It has been reported to philips that the user was not able to switch the views on the flexvision monitor. The touchscreen module showed error message "switching not possible". A reboot was initiated but the system was stuck and the boot up could not be completed. The available information does not indicate whether the device was in clinical use. No harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure. The procedure was completed though the customer was unable to change the view and were still seeing the live and reference images on the flexvision monitor. After the procedure customer rebooted the system, which was stuck on the start-up countdown splash screen, with no images. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse shutdown the system for seven minutes and system started with no image on felxvision pc. Review of the system log file showed a frame grabber initialization error in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card located in the flexvision pc was failed. Fse reseated frame grabber cards after the shutdown. Restarting had no effect. Later, fse replaced the flexvision pc and hard disk. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.